Event description:
We are having difficulty with the surgical gauze breaking off tiny pieces into the surgical field. We are not sure if other departments are having this issue too, but also copied the other sunnyvale providers to see if they're having the same problem with the gauze. We are concerned as this can certainly increase the risk of post-operative infection. We are trying to remove all of the tiny gauze material from the surgical field prior to closure and we are also trying to rely on q-tips instead of using the surgical gauze, but I really think we may have gotten a defective gauze.